Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), genital haemorrhage ('general abnormal bleeding') and polymyositis ('autoimmune: polymyositis') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), polymyositis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), fibromyalgia ("autoimmune: fibromyalgia"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems") and urinary tract infection ("uti"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, polymyositis, abdominal pain, menorrhagia, anaemia, fibromyalgia, urinary tract disorder and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, polymyositis, psychological trauma, urinary tract disorder and urinary tract infection to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, general abnormal bleeding, autoimmune: polymyositis, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, autoimmune: fibromyalgia, psych injury, urinary problems and uti (urinary tract infection) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: events per pfs: general abnormal bleeding, autoimmune: polymyositis, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, autoimmune: fibromyalgia, psych injury, urinary problems and uti (urinary tract infection). Essure implant and explant date added. Outcome for events pelvic pain, general abnormal bleeding, autoimmune: polymyositis, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, autoimmune: fibromyalgia, urinary problems and uti (urinary tract infection) were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.